Event description:
It was reported that there was a hardware removal during a osteotomy of a femur performed on a right leg distal femoral due to a malunion. The locking compression plate and seven locking screws were removed. This report is for seven unknown locking screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 7 unknown screws/unknown lot. (B)(4). Device was used for treatment, not diagnosis. Placeholder.